Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one appropriate shock however, the device failed to convert the arrythmia. The arrhythmia continues but slowed slightly and the charge began however, the printout of the electrogram (egm) ends while the rhythm persists. The final rhythm is unknown but presumed to be self-terminating as the patient was in sinus rhythm upon interrogation in the emergency room. The field representative noted he had printer issues in the past and will attempt to re-print the stored session. Subsequently, the system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. The system is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one appropriate shock however, the device failed to convert the arrythmia. The arrhythmia continues but slowed slightly and the charge began however, the printout of the electrogram (egm) ends while the rhythm persists. The final rhythm is unknown but presumed to be self-terminating as the patient was in sinus rhythm upon interrogation in the emergency room. The field representative noted he had printer issues in the past and will attempt to re-print the stored session. Subsequently, the system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. The system is expected to be returned for analysis. No additional adverse patient effects were reported.